Event description:
A nursing student was with the primary nurse at the pt's bedside and had just completed a blood draw from a triple lumen central venous line (cvl). The student then had calcium acetate to administer via corflo enteral feeding tube. The primary nurse left the room for a few moments. The student inadvertently picked up a lumen of the cvl, flushed it with 30 ml of tap water with a luer-lock syringe, and then proceeded to administer the crushed, diluted calcium acetate. The primary nurse returned to the room and immediately saw what was happening and stopped the medication administration. The primary nurse did aspirate 10 ml of blood from each lumen at that time. The corflo enteral feeding tube will accept either a luer-lock or a slip-tip syringe. This can lead to confusion when administering medications. It does not limit the nurse to using slip or oral systems when administering medications through enteral systems. The feeding system is also not equipped and color coded (purple) with the enfit unique connector. The color coding and unique connector could have helped prevent this issue.